Event description:
A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report the screen was blank on a liberty select cycler during power up. The customer pressed ¿ok¿, ¿stop¿, and touched the screen but screen remained blank. The ¿ok¿ and ¿stop¿ keys did not make any sound when pressed. The customer rebooted cycler and the ¿ok¿ and ¿stop¿ keys lit up but the screen remained blank. This was an out of box failure. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did manually complete treatment on the day of the reported issue. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the front panel display was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrows push buttons illuminated, however the front panel display remained blank. A broken back light on the front panel display was encountered. A known good front panel display was installed and the display became operational. The touch screen test then passed. The system air leak test passed. The valve actuation test passed. A pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition on the front panel display. The cycler was refurbished following the evaluation.